Manufacturer narrative:
(B)(4). Module received inoperable with a "power up timeout" condition due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, which caused the components to fail, rendering the unit un-repairable. The un-repairable module was removed from service.

Event description:
It was reported that a wireless module would not connect to the customer's network. It was also reported there was no patient injury.